Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the unintended movement and the clip caught in the chordae, causing a chordal rupture. It was reported that the initial mitraclip procedure was performed on 04/30/2018, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2018, a second mitraclip procedure was performed to treat recurrent mr with a grade of 3-4 due to progression of disease. One clip was implanted, reducing the mr from 3-4 to 2. On (B)(6) 2019, a third mitraclip procedure was performed to treat recurrent mr with a grade of 4 due to progression of disease. The clip delivery system (cds) was advanced to the left ventricle (lv). During positioning, the clip interacted with the chordae. The clip was able to be positioned on the valve; however, the mr was unable to be reduced. The clip was inverted and retracted to the left atrium (la), and difficulty was noted. The cds was advanced again, but the clip was deflecting more lateral when advanced to the lv. The clip became stuck in the chordae, causing a chordal rupture. The clip was not implanted and the cds was removed. No further clips were attempted and the procedure was aborted. The mr remains at 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during positioning, interaction with the chordae resulted in the reported difficulty to position and chordal rupture. The reported mitral regurgitation (mr) appears to be likely related to patient morphology/pathology and/or disease progression. The reported patient effects of cordial entanglement/rupture and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.